Event description:
During the implant of a ventricular assist device (vad) the surgeon placed the black collet nut on the atrial cannula instead of the white collet nut as per directions for use. As the pt was still in a critical state a decision was made by the surgeon to not go back and change the collet nut. A clinical representative from the manufacturer re-educated the center on the proper collet nut usage and reinforced the potential risks for the pt. The instructions for use warns that failure to use the correct collet and collet nut may result in insecure cannula engagement leading to the possibility of serious injury or death.